Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: having numerous issues with lipid infusions. Causing backing up, "high pressure" alarms, lipid leaking around where filter attaches, tubing coming apart with lipid filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. H6: investigation summary: one sample was received and tested by our quality team. The sample was visually inspected and infused with saline and no issue was noticed. The set infused fine with no leaks while the connection was properly tightened. The complaint of leakage separation cannot be verified and the root cause cannot be determined. A device history record review for model me2020 lot number 22099223 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: having numerous issues with lipid infusions. Causing backing up, "high pressure" alarms, lipid leaking around where filter attaches, tubing coming apart with lipid filter.